Event description:
It was reported that the pump touch screen was unreadable. Customer's blood glucose (bg) was elevated; a bg value was not provided, and customer was admitted to the hospital. The customer reverted to an alternate method of insulin therapy. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.